Event description:
It was reported that the patient having pain at the device site while sleeping, and that the device continued to move under the skin. It was also reported that there was a rise to high impedance in the left ventricular lead which started approximately one week post implant procedure along with no capture and lead dislodgement. The device was reprogrammed and both device and lead are planned to be repositioned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.